Event description:
While working on a patient, who came in with a stroke, with a mildly tortuous carotid artery, the doctor successfully corssed a stent graph and treid to deploy an acculink stent, but it would not deploy. The doctor removed the acvculink, and inserted another acculink stent, and it also would not deploy. The doctor ended up depolying two non-guidant stents. The doctor later was able to deploy the two acculink stents while outside of the patient's body. The doctor did this puropsely to understand why the acculinks did not deploy in the pateint. The patient was still experiencing a stroke while undergoing the procedure and thereafter. Later that day, the patient died. The doctor stated that the event was not device related. No additional information is available.